Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (a fib). It was reported that air bubbles were observed at the end of the procedure. No issues were noted during preparation of device and during procedure itself. No further troubleshooting was made as procedure was already completed. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.